Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced high blood glucose while using the ilet with a subcutaneous infusion set (6 mm, 23 in), after which the caregiver changed supplies without resolution, disconnected the device, and administered external insulin; additional tubing was provided and an appointment was scheduled to discuss the event. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.